Manufacturer narrative:
The returned samples and lot number of this event was requested but hasn't been received till now, no sample for evaluation and no DHR for review. The issue can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
When the needle is attached and the needle cap is on, drawing the plunger back creates a vacuum, so yes the plunger will be sucked back up to it's original position. This will happen when there are no holes/vents in the needle cap. This will also occur if you attempt to drawing the plunger back quickly with a small gauge needle.